Manufacturer narrative:
(B)(4)

Event description:
Post implant, this device displayed a notification of a battery error. A cu reset was performed twice without success. The battery is at 100%. A ram dump was sent to the engineering department. At the follow-up the next day, the error message did not appear on the programmer screen. Engineering indicates the error message is programmer generated and upon analysis the there are no issues with the device.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. In agreement with the clinical observation, the analysis revealed a lower battery voltage than expected, triggering by design a warning message to alert the user. However, the current consumption was found to be normal. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage leading to a quicker discharge of the battery. A prediction of the remaining service time is therefore not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a lower battery voltage than expected leading to the clinical observation. For a detailed root cause analysis the device return would be essential. Should additional relevant information or the device itself become available, the investigation will be updated.